Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety - product/ procedure/use error: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, non-penetrating nick broken and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product. Device was implanted after expiration date. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product. Device was implanted after expiration date. The device remains implanted.